Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the blender calibrations were fine on 21 and 100 percent, however, when checking oxygen (o2) values during operation, readings were irregular. Calibrating the blender as well as adjusting the o2 regulator as stipulated per the manual turned out to be futile. For the blender calibration, 60 percent and 80 percent were too far out of specification. There was no patient involvement.